Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ventilator's display was unable to be viewed. The display had physical damage. The device's display was replaced to address the issue.